Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced heart rhythm issues. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. A pacemaker was implanted and there have been no reports of further complications regarding this event.